Event description:
A customer reported to beckman coulter, inc. (Bec) a burning smell coming from the cpu of unicel dxc 800 pro synchron system. The customer noticed that the monitor was blank. The customer inspected the cpu and noticed that the cpu was off. The customer turned the cpu on and watched the system reboot, but a few seconds later, the cpu turned off on its own again, and the ups was off as well. The customer stated that a written exposure control plan is in place. There was no smoke, and the customer was not in any way affected by the smell and did not seek medical attention.

Manufacturer narrative:
Service visited the site on (B)(4) 2011 and confirmed voltage to ups, checked fuses, reconnected all devices to ups and powered up. During startup, ups began alarming. The field service engineer (fse) contacted support and was told batteries were to be replaced. The customer was to order in battery set and replace. The fse connected instrument to wall. No further burning smell complaint had been filed as of (B)(4) 2011.